Event description:
It was reported that a spectrum pump had inconsistent downstream occlusion values which measured at 29 pounds per square inch (psi), and then 15-22 psi. The event occurred during preventive maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue could not be reproduced. Downstream occlusion testing was performed with no issues noted. A review of the event history log revealed ¿downstream occlusion¿ messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.